Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas notified the user of low glucose when the sensor showed 53 mg/dl, the user treated with candy, and subsequent readings were 77 mg/dl on sensor and 110 mg/dl by fingerstick, with glucose later at 80 mg/dl; prior to the low, the user had announced a usual meal but consumed more than usual, and oral glucose was used to treat the event. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement and intake, and an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.